Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 37761, serial# (B)(4), product type: recharger product ID: 37754, serial# (B)(4), product type: recharger. Product ID: neu_unknown, serial# unknown, product type: unknown. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Device analysis for the desktop charger revealed the connector pins were broken.

Event description:
The patient reported that she has had problems with her device since being implanted. This was in regards to recharging. The device was stated to be cheap many times. The patient needed a new recharger belt and there was a connector pin issue. The connector pin was loose. The belt was reported to have broken a couple months prior to this report and was glued together. The recharger issue was found the day of this report when she went to charge her discharged battery. The last charge was believed to be 3 weeks prior to this report. The recharger was dead. She was unable to charge her recharger. The green light on the desktop charger (dtc) was seen. It was mentioned that the antenna had had to be replaced a few times in the past. The dates were unknown. Use of the replacement device was reviewed. It was then reported that the patient was dissatisfied that they shouldn't received the replacement already but had not. The patient had cancer and was in pain due to not having use of the spinal cord stimulator. The patient was sent a replacement recharger and dtc. No patient harm reported. The indication for use included spinal pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.